Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. Further, as no lot or part numbers were able to be provided, a complaint history review could not be carried out. No samples were received for this complaint and therefore a thorough product evaluation could not be carried out in order to assess the reported failure mode. It was reported that the device was used for treatment and on the 7th day of use it was observed that the green and orange indicators were flashing. This can mean that the pump is working to achieve optimum pressure but has not reached the intended pressure or that the device is functioning but the batteries are low. It was reported that the batteries were changed on the 3rd day of use so it seems more likely that the indicator was to show that the pump is working to achieve negative pressure wound therapy. This can occur if there is a slight air leak within the device. Possible causes of air leaks are if the dressing integrity has been compromised in any way, if the connectors are not securely fastened to the pump or if the filter is not adhered to the dressing correctly. On this occasion, we have been unable to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on the 7th day of therapy it was found that the plco 7 green light was on but all of the other lights were red. The device was applied on tuesday, (B)(6) 2019. The patient changed out the batteries to no avail. The customer was instructed per clinical guidelines regarding the lifespan of the device and encouraged to have the provider evaluate the wound to see it a new device would be needed to continue the healing process. Because there was a change of batteries on the 3rd day of therapy it is not clear to the reporter whether or not the lights turned red on the 3rd day or the 7th day. No further additional information is available.